Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4). There was visible moisture on some of the packaging.

Event description:
It was reported there was a power failure at a facilities storage room which resulted in temperatures up to 100 degrees, and humidity of 80%. The representative noted visible moisture on some of the packaging, but also noted other products were also there. It was inquired whether the neurostimulator systems needed replacing or testing specs. The representative was unaware what products were affected and the quantity of neurostimulators. Maybe 6 or 7 total neurostimulators affected. It was noted that the product may be replaced due to the high temperature, high humidity that the packages were exposed to in the storage room. It was reported thirteen days later that the representative did not have all of the lot numbers and replacement of product was not a possibility. The facility already ordered new product and have no intention of implanting the devices due to the information received from our manufacturer packaging.